Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that medicine didn't come out of the bd microfine plus¿ pen injector needle during use. The following information was provided by the initial reporter, translated from (B)(6) to english: "during priming for injection with flextouch, the patient noticed that drug didn't come out."

Manufacturer narrative:
H6: investigation summary: one open 31g x 5mm pen needle sample and three photos were returned from an unknown lot. No., cat. No. 320129. A clog test was carried out on the returned sample as per tp700483 and no issues were observed. No DHR review can be carried out as lot number is unknown. No issues were observed with the returned sample therefore no root cause can be identified.

Event description:
It was reported that medicine didn't come out of the bd microfine plus¿ pen injector needle during use. The following information was provided by the initial reporter, translated from japanese to english: "during priming for injection with flextouch, the patient noticed that drug didn't come out."